Manufacturer narrative:
(B)(4). Date sent: 7/19/20203. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with the channel shroud partially detached from the knob area and no cartridge was received. Further analysis shows that the lockout spring was loose and returned along with the device. No functional test could be performed due to the condition of the device. Due to the condition of the channel shroud, the reported complaint was confirmed by an external cause as improper handling. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 6/7/2023. D4: batch # 297c34. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Additional information was requested, and the following was obtained: 1. Did the reload begin to staple and cut, but then jammed? No,the device dislocated during closing, therefore before sectioning. 2. If the device stapled, was the staple line complete? Na. 3. Were the cut line and staple lines equal? Na. 4. Could you please clarify if there were any patient consequences? No clinical consequences for the patient other than the removal of the foreign material. 5. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure there was a disintegration of device during use. Loss of spring. Search for the foreign body in the patient. Incomplete stapling. Extraction of the foreign body in intra-op. Use of another device complete the procedure.

Manufacturer narrative:
(B)(4). Date sent: 6/20/2023. The lot#297c34 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. D4: batch # 275c51. A manufacturing record evaluation was performed for the finished device batch number 275c51, and no non-conformances were identified.